Event description:
It was reported that the fiber tip was found to be breaking during a kidney stone procedure. A second was chosen to continue with the procedure; however, the fiber experienced the similar issue, the procedure was able to be completed with third fiber with no patient complications. This report is for 1st fiber.

Event description:
It was reported that the fiber tip was found to be breaking during a kidney stone procedure. A second was chosen to continue with the procedure; however, the fiber experienced the similar issue, the procedure was able to be completed with third fiber with no patient complications. This report is for 1st fiber.